Event description:
It was reported that the patient had a break in aseptic technique and did not wear a mask when the patient's dressing was opened which resulted in peritonitis. Two days later, the patient was hospitalized for the event. The patient was treated with injection vancomycin intraperitoneally (ip) (2gm, repeat on 4th day) and fortum ip (1 gm, daily up to 14th day) for peritonitis. The patient was discharged from the hospital. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.